Event description:
Note: this report pertains to one of two complaints that occurred during the same event. Refer to manufacturer report # 3005099803-2012-01198 for the other associated device information. It was reported to boston scientific corporation that an initial placement endovive peg tube was used during a procedure (date is unknown). According to the complainant, post procedure there is a presence of white yeast inside the peg tube which tends to cause obstruction. The stains can be removed when rinsing however they come back during the day. Received additional information that on (B)(6), 2012 the patient had an x-ray and shows the tube is well placed. The patient will be hospitalized next week and hope to have more details. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.